Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10242. During an implant procedure, an increase in the pacing impedance was observed on the ra lead. Upon investigation, it was observed that the ra lead was unable to be fully inserted into the atrial plug of the device, so the device was explanted and replaced. The ra lead was successfully connected to the new device to resolve the event. The patient was stable and will continue to be monitored.